Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cap and damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had the hub separate from the device. The damaged hub event occurred 1000 times. The loose hub event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated there are "damaged hubs. The patient side needle covers (green cap) of msn easily open while twisting both side caps to open it. Normally, tube side needle cover (white cap) is only opened when twist both side cap."

Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cap and damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer(r) precisionglide" multiple sample needle had the hub separate from the device. The damaged hub event occurred 1000 times. The loose hub event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated there are "damaged hubs. The patient side needle covers(green cap) of msn easily open while twisting both side caps to open it. Normally, tube side needle cover(white cap) is only opened when twist both side cap."